Manufacturer narrative:
E1 reporter phone#: (B)(6). E1 reporting institution phone#: (B)(6). Diagnostic/functional testing performed at the philips authorized repair facility indicated the device contained bodily fluids and disinfectant. These liquids found inside the monitor caused damage to the speaker connection on the motherboard; this presumably caused a short circuit. The speaker was replaced to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was identified during bench repair that the intellivue x3 patient monitor speaker was defective. It was no longer functional. The device was not clinical use on a patient at the time of the event. There was no adverse event reported.